Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending artery. A 3.00x28 mm promus element ¿ drug-eluting stent was advanced to treat the lesion; however, the stent strut was fractured. The procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Ae or product problem corrected from product problem to reported issue is both an adverse event and product problem. Type of reportable event corrected from malfunction to serious injury. Outcomes attrib. To ae and describe event or problem, device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. Additional information stated that the stent dislodged and remained in the patient¿s body. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. Crimp stent markings were noted to be present on balloon body indicating that the stent was firmly crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is not confirmed; returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the stent remained in the patient.